Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), no anomalies found; full lead was returned and analyzed. Blood in/on helix mechanism.

Event description:
It was reported that the implant of the lead was attempted but even after multiple re-positioning attempts, acceptable capture or r-waves could not be obtained. Another lead was used. No patient complications have been reported as a result of this event.